Event description:
A report was received that a patient was having difficulty charging her implantable pulse generator (ipg) and that it was painful. A bsn technician met with the patient, and determined that the ipg had moved in the pocket, and would require a revision.